Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was received for evaluation. During testing of the unit it was found to have the potential to activate on its own when connected to the console. There are no reported injuries related to this failure mode. This failure mode will continue to be monitored.

Event description:
The customer reported that the handpiece was not working properly. There was no report of injury or surgical delay with this event.